Event description:
It was reported the act button on the insulin pump was not responding. The device had a closed black circle on the display screen. The device had alarmed failed battery test. Customer's blood glucose was 170 mg/dl. Customer uses the sunbeam and an emergency kit with batter for the device were stored in the refrigerator. Battery compartment, battery cap, or springs were not missing, damaged, nor corroded. Customer was advised to clean the battery compartment, inserted a new battery, and device did not alarm. Customer was able to reset the device and rewind it. Customer was advised to monitor the device. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.